Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely with post-paced t-wave oversensing (pptwos). Device changes had been planned, but the patient had not had the chance to come in to clinic for programming changes. No patient consequences reported.